Event description:
System was reported to have no image on left monitor. Image was black and technique ramped to max. Interconnect cable had two broken wires at the lemo connector. Replaced interconnect cable. System was removed from the room and another system brought in. There was no patient injury involved with this case.

Manufacturer narrative:
The service rep found that the interconnect cable had two broken wires in the connector end. Replaced interconnect cable and verified image present on left monitor while flexing cables. System operational at this time.